Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient was experiencing dyskinesia in (B)(6) 2017 related to setting parameters of the stimulation. Interventions included in-patient hospitalization and reprogramming of the ins on (B)(6) 2017. Diagnostic methods included an examination on (B)(6) which confirmed the report of dyskinesia. The etiology was stated to be related to the device or therapy and unrelated to the implant procedure. The event resulted in a life-threatening illness or injury and was resolved without sequelae on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
The "life threatening" option no longer applies.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the event seriousness previously noted as "resulted in a life-threatening illness or injury" was removed. It was also noted that the etiology was updated to related to the device/therapy, not related to the implant procedure, and due to programming. The patient's most recent reprogramming/device interrogation date prior to the event was on (B)(6) 2016. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient's weight was not collected at the time of the event per the study. It was noted, however, that the patient's weight at the baseline visit on (B)(6) 2016 was (B)(6) kg. No further complications were reported/anticipated.